Event description:
It was reported that the patient developed a myocarditis infection and (B)(6). The right atrial (ra) lead, right ventricular (rv) lead, and implantable cardioverter defibrillator (ICD) were explanted and replaced. No further patient complications have been reported as a result of this event.